Event description:
Customer reported a potential hazard when the act 5diff wbc lyse reagent was leaking from the cap. There was no exposure to open lesions or mucous membranes. No contact to eyes or skin to the reagent. The operator was wearing appropriate personal protective equipment of lab coat and gloves. Medical attention was not required for this event. No reports of death or serious injury, and no affect to operator safety as a result of this event.

Manufacturer narrative:
The product was not returned for eval. The customer discarded the leaking reagent bottles. The root cause is unk. A review was conducted. There was only (B)(4) other similar report of reagent leaking upon delivery from 2004 to 2009. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events.